Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with broken battery cap and stuck in battery tube, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call that they experienced high blood glucose around 400 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer declined to troubleshoot for high blood glucose. The customer reported that the battery cap was damaged. The insulin pump was returned for analysis.